Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position, the valve landed too aortic and had significant leak. A second 23mm sapien 3 ultra valve was attempted to be implanted at the annulus. However, when the inflation device was unlocked, about 5cc of inflation volume evacuated from the inflator into the system. The second valve was not fully inflated and did not gain seal in the annulus. The second valve embolized ventricular. The valve was able to be pulled aortic with the delivery system. The first valve dislodged and embolized aortic when pulling the second valve aortic. Wire position was maintained, the delivery system was used to bring both valves across the arch, and they were tacked about 10-15mm distal to the left subclavian. A 26mm true balloon was used to fully expand the valves and tack them to the aortic wall.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the second implanted valve. Please reference related manufacturer report 2015691-2022-03972. The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the second implanted valve. Please reference related manufacturer report 2015691-2022-03972. The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position, the valve landed too aortic and had significant leak. A second 23mm sapien 3 ultra valve was attempted to be implanted at the annulus. However, when the inflation device was unlocked, about 5cc of inflation volume evacuated from the inflator into the system. The second valve was not fully inflated and did not gain seal in the annulus. The second valve embolized ventricular. The valve was able to be pulled aortic with the delivery system. The first valve dislodged and embolized aortic when pulling the second valve aortic. Wire position was maintained, the delivery system was used to bring both valves across the arch, and they were tacked about 10-15mm distal to the left subclavian. A 26mm true balloon was used to fully expand the valves and tack them to the aortic wall.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect investigation. Correction to h6 (clinical code). The 23mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. As no device was returned there is no evidence to support a manufacturing/design defect that contributed to the complaint. Device history record (DHR) or lot review were not performed as no device was returned there is no evidence to support a manufacturing/design defect that contributed to the complaint. The commander delivery system with s3/s3u IFU, device preparation training manual and procedural training manual was reviewed for instructions and guidance. The device preparation manual provides guidance on delivery system preparation. Visually inspect the delivery system, qualcrimp crimping accessory, crimp stopper and loader for damage before unpacking. Ensure the delivery system us fully unflexed. Attach high pressure 3-way stopcock to balloon inflation port, prepare 50 cc or larger luer lock syringe with 15-20ml diluted contrast solution and attach to 3-way stopcock, and fill inflation device with excess volume relative t the indicated inflation volume, lock, and attach 3-way stopcock. Designated inflation volumes are indicated near the y-connector of the delivery system, close stopcock to delivery system and de-air inflation device, note to take care to de-air top of the 38ml inflation device and close the stopcock to inflation device and de-air delivery system with luer lock syringe ensuring no fluid is left in balloon. Air bubbles might be observed in the delivery system when pilling vacuum with the syringe. Check that you have de-aired the delivery system only when at neutral pressure and leave neutral (zero) pressure in the delivery system after de-airing. Not that always maintain control of the plunger when unlocking the inflation device. Partially inflate balloon to facilitate de-airing. Do not inflate past 20-30% to maintain balloon change for the procedure and close stopcock to delivery system and rotate inflation device knob clockwise to remove any remaining air bubbles and contrast medium from inflation device to luer loc syringe to achieve appropriate volume required to deploy thv. Designated inflation volumes are indicated near the y-connector of the delivery system. The delivery system requires a prescribed volume for thv deployment and proper function. Note to align the top seal of the plunger with the white volume marker to achieve correct volume and ensure inflation device is locked, remove luer syringe, and open stopcock to inflation device. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into ventricle was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, 'a second 23mm sapien 3 ultra valve was attempted to be implanted at the annulus. However, when the inflation device was unlocked, about 5cc of inflation volume evacuated from the inflator into the system. The second valve was not fully inflated and did not gain seal in the annulus. The second valve embolized ventricular'. And noted, 'there was only about 12 cc's in the atrion now, rather than 17. This caused the valve to be under-deployed'. In this case, the valve was under deployed with inadequate inflation volume, it was potentially due to improper delivery system preparation (e.g. Inadequate delivery system de-airing, incorrect inflation volume). Per training manual, 'the delivery system requires a prescribed volume for thv deployment and proper function'. In this case, available information suggests that procedural factors (improper delivery system preparation) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.